Event description:
Info received indicates the left intermediate siderail is not latching, due to rust build up on the latch assembly.

Manufacturer narrative:
The tech replaced the siderail latch assembly to repair the bed.